Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture was located behind the display after swimming. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during the investigation, unexplained power reset events were observed in the black box. No damage was found to the battery compartment or cap. No corrosion was observed inside the battery compartment. Moisture was observed behind the display lens. The returned battery cap was used to complete a 24-hour duration test with no power reset events duplicated during that time. A leak test failed due to a cover crack on the front of the pump between the bezel and the case seal. The pump¿s cover was removed, and evidence of moisture was observed on the printed circuit board and the internal components.